Manufacturer narrative:
Per tandem¿s instructions for use: the pump is indicated for use in individuals six years of age and greater. Section 6.4 "filling tubing" of the pump user guide instructs the user to perform the fill tubing sequence before initiating insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 550 mg/dl with an unknown cause. Customers mother addressed elevated bg bia manual injection and supply change. System check with tandem technical support confirmed that the pump was functioning as intended. However, the fill tubing and cannula step had not been completed during the load sequence. Tandem technical support recommended the caller disconnect the infusion set tubing from the site on the body and complete fill tubing step. Additionally, the contact reported the customer is (B)(6) years old. Tandem technical support educated the contact that the pump is indicated for use in individuals six years of age and greater.